Event description:
It was reported that a pt underwent a nasoseptal reconstruction procedure on (B)(6)2010, and suture was used. The needle broke off from the suture while the surgeon was pulling the needle through the inside of the nose. The needle was searched for, and found by x-ray post-operatively. It was sutured under a flap of septum in the nose. To date, the needle remains retained in the pt's nose. Decisions to be made regarding removal.

Manufacturer narrative:
(B)(4). Results: rep samples were returned for eval. The needles were tested for needle pull tensile strength and they met the requirements. Conclusions: the devices were received in a condition that meets specification. User error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.